Event description:
Additional information received indicates the ipg was repositioned to address pain at the implant site.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: a1 date of birth.

Event description:
It was reported that the patient's ipg was revised on (B)(6) 2025. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.